Event description:
It was reported that the tubing of a clearlink continu-flo solution set separated from the luer activated valve which resulted in a fluid leak. The tubing separated midway through the set near the hub and blood backed up into the tubing and was leaking out the broken tubing. Heparin was also leaking out the tubing. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B3: event date ¿ this issue was observed on an unspecified date in march 2025. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h4, h6 (add codes), h11. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was reviewed, and it was noted that the tubing was separated from the second y-site clearlink at the upstream part. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.